Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had an issue with cadd solis vip tubing leaking at tubing insertion point into cassette that attaches to pump. The issue happened two times and one tubing was saved. There was patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
D9: 03-mar-2025. H3: the device history record of reported lot number: 4471006 were reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. One used administration set was received for evaluation. Visual inspection noted no damage or anomalies were observed. Functional testing was performed, and no leakage was observed.